Manufacturer narrative:
Date of event: (B)(6) 2020.date of report: 13jul2020.

Event description:
It was reported that the ventilator had an error code indicating a touchscreen failure. There was no patient involvement. The customer troubleshot with technical support and stated the touch frame had been switched out, however, the unit still had the touchscreen failure error code and it was failing the keyboard test and the battery low light emitting diode (led) test. The customer reported that the unit would be removed from service and disposed.